Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified proximal right coronary artery. A 3.00x28mm taxus express2 drug eluting stent was unable to cross the lesion. The physician attempted to "peck" the lesion several times with the device to try and cross the lesion; however, the device was unable to do so. The physician removed the device outside the body and found that the balloon ruptured. The device was removed intact. The procedure was completed with a different device. The patient status is good with no complications reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this particular batch number found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure. The performance of the device was limited.